Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 6.5cm from the hub. Microscopic examination revealed a pinhole 5.5mm from the tip. The tip is damaged and the balloon is tightly folded. There is blood present in the inflation lumen and hub. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19-dec-2018 it was reported that crossing difficulties were encountered. A 2.00mm x 15mm emerge balloon catheter was advanced but failed to cross the severely calcified lesion. No patient complications were reported. However, returned device analysis revealed a pinhole in the balloon.